Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the outer layer of the modular cable could not be confirmed as no images were provided and modular cable, lot #: 189285, was not returned for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that the patient¿s modular cable (lot #: 189285) was replaced because it was peeled from the external cover and taped by the patient. It was deemed dangerous for the patient, they were given a new modular cable, and the damaged cable was not returned for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(4). No product is available for investigation. The relevant sections of the device history records for mod cable lot #: 189285 was reviewed, and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 31may2017 under order#: (B)(4). Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook contains information regarding how to care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient reported a "driveline disconnect" alarm on (B)(6) 2020 at around 6pm, but upon review in clinic the alarm was noted as a power cable disconnect alarm. There was a pump off and driveline disconnect alarm on (B)(6) 2020 at 12pm due to a modular cable replacement. No other alarms were reported and there were no unusual events recorded in the log file after the modular cable replacement. The modular cable was peeled from the external cover, and taped by the patient with paper tape.